Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported an incident that resulted in asymptomatic blood loss on (B)(6) 2016. The biomed revealed that a venous pressure alarm occurred, indicating a drop in pressure, approximately 5 minutes into a patient's hemodialysis (hd) treatment. The fluid being flushed to the drain line was checked with a hemostix; two tests were performed and both strips tested positive for blood. However, the hd machine did not generate a blood leak detected alarm. The customer stated there were visible signs of blood in the bloodlines, which was bright red in color, and no visible signs of blood in the dialysate lines. The patient was moved to another machine and their treatment was continued. The patient was able to successfully complete the hd treatment with no further issues. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Follow-up information was provided by the nurse manager at the user facility who revealed the following. The bloodline and dialyzer in use during this event were not fresenius manufactured disposable products. The patient¿s blood within the extracorporeal circuit was not returned. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 to 300ml. Following the event, the machine was pulled from service for evaluation. The biomedical technician found the blood leak detector to be faulty. The biomed replaced the blood leak detector to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical technician who revealed that the blood leak detector was faulty. The biomed replaced the blood leak detector to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.